Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by cts, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.